Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) on (B)(6) 2012 to clarify whether and unused supply line was left open or if he forgot to clamp the patient line. The hp stated that he forgot to open (unclamp) the patient line to get the fluid to flow. The hp stated that once he unclamped the patient line, therapy went fine. The air in tubing (without alarm) is confirmed due to the use error described by the home patient (hp). The hp stated that the alarm occurred because the hp forgot to open the patient line clamp. The root cause was use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line alarm, this situation occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp noticed that there was air in the patient line. The tsr advised hp to end his therapy and notify the nurse that he did not perform therapy tonight. The hp proceeded to continue initial drain. The hc proceeded into fill 1. The tsr advised hp that with the presence of air in the line he would have to end therapy for the night. The hp refused to end therapy against the tsr instruction and said that he would call back if the hc alarmed again. During troubleshooting it was found a clamp was left open on an unused supply line. Proper procedures were reviewed with the caller. The patient was involved but there was no patient injury or medical intervention reported. Product surveillance spoke with the home patient (hp) on (B)(6) 2012 regarding the issue. Therapy had been going well recently. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.